Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). The patient was treated with topical antibiotics (specific date and duration not reported) however, the symptoms did not resolve. The patient was placed under general anesthesia in order to clean the incision site and the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.